Event description:
It was reported that the patient received a shock due to noise on the ventricular channel. Lead insulation damage was suspected. The patient stated that they recently had used a pneumatic drill for an hour and received a shock.

Manufacturer narrative:
The damage found is consistent with that occurring at the time of surgical procedure.